Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure that the stapler got stuck on the bowel and couldn't be released. Device was stuck in articulating position, and needed to be removed with trocar. Unknown as to how the device was removed or how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis of one photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device on the hand of a user and the closure trigger can be seen broken, articulated with a blue reload loaded and the jaws in the closed position. In addition, a trocar is noted on the shaft of the device. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4) date sent: 2/23/2022 d4: batch # 540a35 investigation summary: visual analysis of the returned sample revealed that one ec60a device was returned with the closure trigger broken and with a gst60b reload present. The reload was received fully fired. No anomalies were noted in the articulation of the device and device was returned with the jaws in open position. No functional test was performed due to the condition of the device. In addition an unknown trocar was returned in the shaft of the device. The damage on the device, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the instrument can only achieve a maximum articulation angle of 45º. When using body structures or organs as a grounding surface, particular attention should be placed to the visual cues and tactile feedback received from the instrument. When the maximum angle is reached, the force will increase indicating the maximum angle has been reached. Avoid applying excessive pressure to the tissue as tissue damage or tissue trauma may occur. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.